Manufacturer narrative:
The critical pump error occurred after battery installation. The constant critical pump error alarm and pump error 38 were due to moisture damage on the electronic assembly. The corroded motor assembly was found during visual inspection. The insulin pump was unable to perform all functional testing including the self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with a cracked case on the back of the battery tube area, belt clip rail case corner and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that critical pump error image was displayed on the screen. Blood glucose was unknown. Troubleshooting was performed. Customer also reported that pump error was detected. They were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.